Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was mis-ID. The following information was provided by the initial reporter: mis-ID on phoenix, proteus as e.coli.